Event description:
It was reported that the right ventricular lead had high impedance on the superior vena cava coil as the lead was almost under the first rib/clavicle. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the proximal segment of the lead was returned and analyzed and no anomalies were found. However, visual summary analysis of the lead indicated explant damage. (B)(4).